Event description:
During operation, the pencil was placed on the patient's abdomen after being used. The pencil rolled down to the pt's foot causing a few minor burns on the pt's foot.

Manufacturer narrative:
Conmed is awaiting original sample from international affiliate. The electrode of the device will stay hot after being in use. The IFU (instructions for use) states the following: "safety tips: always place unused associated electrosurgical accessories in a safe insulated location such as holster when not in use." Any additional information obtained regarding this report will be forwarded to the FDA in a supplemental 3500a.